Event description:
Afib [atrial fibrillation] case- using atricure epi-sense probe, both probes failed to suction. Suction (neptune) was assessed, and worked properly, all channels were assessed and troubleshooted. When the probe was taken out of the cavity, the probe maintained suction. The probe would not maintain suction on the heart. We used 2 probes, same lot number. The patient was unable to receive complete ablation due to malfunctioning of two probes.